Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant using a flexnav delivery system. During the procedure, the valve was successfully implanted. Post-procedure, the patient went into heart block and required permanent pacemaker implantation on (B)(6) 2026. There was no clinically significant delay in procedure. The patient's status is unknown. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.